Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion, located in the proximal left anterior descending (lad) artery, was predilated with an unspecified balloon. The physician was attempting to advance the taxus express2 3.0x16mm drug eluting stent and the stent became damaged. The procedure was not completed. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
Device analysis can confirm the complaint reported. Initial visual examination of the returned device found proximal and mid stent damage. Some of the proximal struts were severely misaligned. Proximal stent damage is consistent with the device meeting some form of restriction on the withdrawal of the device. The damage on the mid stent was found on the eight row proximal to the distal end of the stent. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, and did not appear to have been subjected to any positive pressure. No add'l product analysis or external evaluations were performed. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. A review of the shop floor paperwork found that the device met material, assembly and product specifications. A CAPA has been initiated to address this issue. The most probable root cause of the complaint is due to a design constraint of the product.